Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an undefined cartridge alarm occurred, causing the customer to experience a "high" blood glucose (bg) level. Customer administered a correction bolus to address the bg level. Reportedly, the customer cleared the alarm and resumed insulin therapy.